Manufacturer narrative:
The pump is still in use supporting the patient. The external portion/distal end of the percutaneous lead (lead) approximately 19" long was returned to the manufacturer for evaluation. Electrical continuity testing was performed on the returned portion of lead, and all wires were found to be electrically intact. The shielding and bionate layer were removed, and examination of the underlying wires revealed that there was breakdown in the insulation of the black wire approximately 1" from the metal/controller connector (figure 3). The conductors of this wire were exposed. Examination of the remaining wires in this area revealed marks consistent with abrasion. The remaining portion of the lead was free of distortion. The breakdown of the insulation of the black wire appeared to be the result of repetitive flexing of the external lead which caused abrasion to the wire insulation as a result of constant rubbing against the braided shielding. There was no evidence of mechanical damage to the wires such as crushing or pinching. The insulation breakdown of the black wires would have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This potential short to ground would have caused the reported low speed hazards, and pump stop events, as seen in the submitted log file.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that low flow hazard alarms while on the power module were noted. The customer attempted to replace the system controller and patient cable, but the issue remained. Additional information noted that the patient had pump stops and red heart alarms while at home and this also happened in-house as well. The patient's system controllers were changed out while in the hospital. Review of the event log files by technical services captured low flow hazard event associated with a loss of power. Suspected short to ground problem. A percutaneous lead repair was performed successfully.